Manufacturer narrative:
The field service rep was unable to determine a cause and noted there were some vacuum tubings that required replacing. He replaced the rinse mechanism vacuum tubings and ran precision on the assays involved to verify the analyzer performance.

Event description:
The user received erratic results on multiple assays for several pt samples. Data was provided for 25 samples, of which 1 was found to be discrepant. The initial glucose result was 42 mg per dl, repeat result was 101 mg per dl and the initial total protein result was 3.9 g per dl, repeat result was 7.2 g per dl. None of the original results were reported.